Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) inspected the device and verified the lid was cracked. The fse replaced the lid, successfully performed a complete reprocessing cycle, and verified the equipment according to original equipment manufacturer instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the lid was contacted with a scope or a hard object caused by the user handling, or the lid cracked due to age deterioration. The following is included in the instructions for use and can detect the defect, "chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out."

Manufacturer narrative:
An olympus field service engineer will be dispatched to service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the lid to the endoscope reprocessor was cracked. No harm or impact to patient care was reported. No other information was provided.